Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life with a drastic 38 counts vp drop leading to a cs 128 alarm. The ez-prime steps were performed correctly. All currents readings were within specification. The original ¿short battery life¿ complaint was unable to be duplicated. Unrelated to the original complaint, there was moisture corrosion observed in the battery canister and on the battery cap. A leak test failed due to a battery compartment leak. The battery compartment was found to be cracked. The returned battery cap was unable to fit securely and a test battery cap was used for investigation. The pump¿s cover was removed and there was further moisture corrosion found to the printed circuit board on the keypad supporting bracket. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.